Event description:
On (B)(6) 2009, abbott point of acre was contacted by a customer who reported that an I-stat chem 8+ cartridge yielded a hematocrit result of 28% pcv. The sample (unk if the same sample) using a laboratory system yielded a hematocrit result of 23% pcv. There was a delay (time frame unk) on the transfusion to the patient. There is not indication of the I-stat chem 8+ cartridge malfunctioning. Additional information has been requested from the customer.